Event description:
It was reported that the battery of an 840 ventilator was inoperable during the power up. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the back-up power supply (bps) printed circuit board (pcb) pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.